Event description:
The customer reported the system displays a monitor fault, and sometimes will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.